Event description:
It was reported the switch remained in the "on" position. Inspection revealed the spring in the switch was out of location. The unit did not remain on however unless some pressure was on the bat handle. No deaths or injuries were reported.